Event description:
Customer complaint reported as: expiratory drain cup leaking from the port that the suction wand goes into. There was enough water that is rain close to an exposed wire and sparked. No patient harm reported. It was reported the circuit was changed. Patient's condition reported as fine.

Manufacturer narrative:
(B)(4). The sample was not returned; however, the customer provided two videos for evaluation. In the videos a leak can be observed in the valve cap section of the device. A device history record of lot number 74l1900800 was reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No non conformance reports were originated for the lot in question that can be associated to the complaint reported. The DHR shows that the product was assembled and inspected according to our specifications. Based on the video provided by the customer, the complaint was confirmed; however, without the actual device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: expiratory drain cup leaking from the port that the suction wand goes into. There was enough water that is rain close to an exposed wire and sparked. No patient harm reported. It was reported the circuit was changed. Patient's condition reported as fine.